Manufacturer narrative:
Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
The pt rec'd her scs system on (B)(6) 2009. It was reported that she began experiencing difficulty communicating with her ipg via the charging system in (B)(6) 2010. Subsequent communication attempts using the programmer were also alleged to be unsuccessful. In an effort to resolve this matter, a replacement charging system was shipped to the pt. Results of that intervention technique have not been disclosed. This report is being submitted as a precautionary measure as similarly reported events have led to the explant of the ipg.